Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 60 year old male patient noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. There was low pump flow as there were continuous suction issues during pump support. As a result, pump was explanted. Patient tolerated the procedure and condition was stable post procedure.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.